Event description:
Maude event report, (B)(4), received indicates a guide pin broke off in scaphoid bone of the wrist during surgery. Surgery was to reduce and stabilize a fracture.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.